Manufacturer narrative:
The end user has a history of parkinson's disease and an extensive history of falls. She was walking in her home and reported that the rear right leg broke and she fell fracturing a vertebrae. She was hospitalized for a short time and then discharged home and reported to be doing well. The sample was returned and evaluated. The right rear section of the "a" frame was broken off at the lower cross brace. Inspection of the rivet shows that it was not over crimped. Hardness of the metal at the break was measured and found to be within specification. It was also noted that the rear extension tips were not returned with the walker. Without the tips we cannot confirm how the walker was being used via wear pattern on the 4 tips. The right folding mechanism was also deformed. This may have happened during the reported incident. Further investigation noted that the front and rear extension legs do not match. The adjustment hole markings are not consistent giving the impression that these are supplied by different manufactures. We are unable to determine where the extension legs came from as there is no labeling or lot numbers to indicate origin. Front extension leg tips show minimal wear. This in combination of the rear legs missing the tips, and the front/rear extensions not matching give the conclusion that the walker may have had wheeled front extensions and glide caps on the rear extensions at some point. It cannot be determined that the current configuration returned was the configuration at the time of the incident. It was noted that the extension legs returned shows wear on the fourth adjustment hole. Unable to determine if the height was set appropriately for the user. A root cause has not been identified but the end user's history of parkinson's and frequent falls may have caused or contributed to this incident. Due to the report of a fracture, this medwatch is being filed.

Event description:
The end user fell while using the walker and fractured a vertebrae.